Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint regarding wire broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, wire broken. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large hem-o-lok clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.